Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that she was unconscious when her family tested her on the active s system with a 77 mg/dl result. Reporter stated that they gave her coke, orange juice with sugar, and glucagon, and then called an ambulance. Reporter stated that she was taken to the hospital and admitted for two days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.